Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out from the patient on the third day of use.

Manufacturer narrative:
The reported event was unconfirmed, since the reported problem could not be reproduced. Visual evaluation of the returned sample noted one opened (no original packaging present), silicone temperature sensing foley catheter present. Visual inspection of the catheter surface noted no obvious visible defects. The catheter balloon was inflated with 5.5 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and balloon concentricity was observed to be 50:50. The balloon was allowed to rest for 30 minutes without leaks. The balloon passively deflated with no issues and returned 5.5ml of solution. When the drainage lumen was flushed with the methylene blue solution, no leaks were noted. Active length of the catheter balloon was measured (0.7235") and found to be within specification (0.5"-0.8"). The catheter was confirmed to be 12 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the catheter fell out from the patient on the third day of use.